Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having an internal leak/low volumes during engineer scheduled inspection. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. As a resolution, they took main covers off to expose the back side of the block. Crimped the blue tubing and found the leak would stop. Cut the tubing back and reseated but the leak was still present. Looking around the block and found pressing down on the top solenoid, the air leak would stop. Removed remaining covers to expose the top solenoid and found it to be really loose. Tightened the two #2 tork screws on the solenoid and placed all covers back on the unit. Ran all recommended tests to ensure unit is working properly and the issue resolved. Exact root cause could not be determined. This was the the single case so far.